Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
This correction is being filed to reduce the total from 12 to 1. Individual report numbers 1060818-2023-04134,1060818-2023-04135,1060818-2023-04136,1060818-2023-04137,1060818-2023-04138,1060818-2023-04139,1060818-2023-04140,1060818-2023-04141,1060818-2023-04142, 1060818-2023-04143, 1060818-2023-04144, and 1060818-2023-04145 are the new individual reports associated.

Event description:
Implant failed to osseointegrate.